Event description:
It was reported that the patient experienced a perforation due to the right ventricular (rv) lead, which resulted in cardiac tamponade. The patient was treated with vasopressor support, intubation, and a pericardial drain. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead - 2013 (B)(6); 4598 implantable pacing lead - 2013 (B)(6). (B)(4).